Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated field(s): d4, h2, h6, h11. Corrected b6 from na to ni. Corrected b7 from na to ni. Corrected g2 removed health professional. Corrected e1 should have been ni. The device was not returned to olympus for inspection therefore the reported failure was not confirmed. Based on the results of the investigation, and since the device malfunction was not confirmed during evaluation, the most probable cause is cause not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device locking mechanism of the needle did not lock. This issue occurred during a diagnostic bronchoscopy procedure. There were no reports of patient harm.